Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right renal artery. After pre-dilatation was performed, the herculink plus stent delivery system (sds) was advanced, but was unable to cross due to the calcification. Upon removal of the sds, the stent dislodged from the balloon. A snare device was used to retrieve the dislodged stent from the patient. The decision was made to leave the lesion as ballooned only. There was no significant delay in procedure and no adverse patient effect. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the lesion was described as heavily calcified, which likely contribute to the difficulty crossing. It was reported that after the failed attempt to advance, the stent dislodged during removal. Potential factors of stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this case, it appears that the stent likely became lodged within the highly calcified lesion during the attempt to cross, and during withdrawal, the stent dislodged. Because it was reported that the herculink plus was being used to treat the renal artery, it should be noted that the herculink plus instruction for use (IFU) states that: the rx herculink plus biliary stent system is intended for palliation of malignant strictures in the biliary tree. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. The reported failure to cross and stent dislodgment appears to be related to case circumstances, and there is no indication to suggest a product quality deficiency. All stent delivery systems are visually inspected during the manufacturing process. In addition, a quality control audit inspection is used to verify the product quality.